Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported poor aspiration and poor cutting of the probe occurred during a vitrectomy procedure. The procedure was completed after replacing the probe with another one. There was no harm to the patient. The product sample is not available. No additional information is expected.

Manufacturer narrative:
No sample has been returned for evaluation for the report of the poor aspiration and poor cutting of probe; therefore, the condition of the product could not be verified. No lot number was identified with this complaint; therefore, a lot history review could not be conducted. Because a sample was not returned by the customer and no lot information was provided, the root cause for the customer complaint issue cannot be determined. The exact root cause for this complaint is unknown as no sample was returned; therefore, specific action with regards to this complaint cannot be taken. All probes are 100% visually inspected and tested for actuation, aspiration, and cut during manufacturing. No additional action is required at this time. The manufacturer internal reference number is: (B)(4).